Event description:
Information was received from a patient about an external device to an implantable neurostimulator (ins). Pt stated that their charging unit 'burned up' and burned so bad they could not even touch it when they tried to charge their ins. Pt stated the controller also got hot. Pt went on to provide information that did not make sense to the manufacturer's technical services specialist (tss): on friday, pt stated that the controller showed 100% level for the ins. The pt then tried to connect to the ins with the recharger attached and it showed 'checking recharge quality' and then it said 'no device found' even when the pt had the device on multiple areas of their ins. Pt stated they then saw a screen that said 'battery dump' and then screen went blank--pt stated 'battery dump' screen came up when choosing 'recharge' or 'try again' on the 'no device screen'. The pt then said they connected to the ins with controller and the controller showed the ins was fully depleted. Pt stated they took the li battery out a few times. Tss reviewed that tss n ot aware of any screen that says 'battery dump' and advised the pt that in the future if she sees a screen that is unfamiliar or confusing to write the screen number down from the bottom right. No symptoms were reported. A replacement controller and recharger were sent out.

Manufacturer narrative:
Continuation of d10: product ID 97755 , serial# (B)(6), product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) , h3: analysis of the 97755 recharger (rtm) (s/n (B)(6) ) revealed a recharger failure, no device found message. No anomalies were visually observed. Rms voltage at the h field probe failure. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.